Manufacturer narrative:
B3: unknown; no information has been provided to date. H3: one device was received for evaluation. Service history review identified there was no indication that the complaint was related to a service of the device within the review period. Visual inspection of the device identified a damaged downstream occlusion seal (dso), damaged battery compartment, and scratched lens. The customer issue was confirmed and the dso seal, battery compartment and lens will be replaced to solve the problem.

Event description:
It was reported that the device had a broken compartment. There was unknown patient involvement. Device analysis identified a damaged downstream occlusion seal (dso).